Event description:
The customer reported the ventilator would not operate on ac power, only on backup battery power. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. If a loss of ac power occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The service technician replaced the power supply to correct the findings. Performance verification testing was completed, and all tests passed per operating specifications.